Event description:
A sinus surgery was in progress when two (2) small pieces of the ostium punch broke off in the nasal cavity. The surgeon was able to retrieve one broken piece. The other fragment irrigated out. No pt consequences were reported and no additional treatment was necessary.